Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient resides in (B)(6). On (B)(6) 2021 home monitoring detected rv lead failure impedance >2500 ohms. Biotronik rep made aware on (B)(6) 2021. According to physician, it took time for patient to be able to return into the us for lead revision. Setrox lead capped and new leading implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.